Event description:
A malfunction was reported on the pump, identified by the code malf 15. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump successfully, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue arises again, which the customer acknowledged and understood.